Manufacturer narrative:
Insulin pump received with a blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book image) due to the blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify pump error 68, 23 and 49 due to the blank display. Moisture damage also found on the motor assembly and force sensor during visual inspection. No moisture damage found on the keypad assembly. The pump was received with broken reservoir tube lip, missing retainer, cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads and missing reservoir tube o-ring. Unit p-cap or test reservoir does not lock in place properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that their insulin pump was exposed to moisture and had multiple insulin pump errors alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer reported that there was cracked on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.